Manufacturer narrative:
The patient sample was repeated using an unknown lc-ms/ms research method, resulting in a ft4 value of 2.91 ng/dl. Based on the information provided, a general reagent issue can be excluded. The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on two cobas 8000 e 801 module analyzers. The ft4 result measured at the customer site was reported outside of the laboratory to a physician. Refer to the attachment for all patient data. The sample was initially tested at the customer site on their e 801 analyzer on (B)(6) 2021. The sample was repeated on an abbott architect analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer is (B)(4). The ft4 reagent lot number and expiration date used on this analyzer are not known. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 reagent lot number 483198, with an expiration date of june 2021 was used on this analyzer.